Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu), that was supplied by the customer. The cse then uploaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator's pump generated an abnormal noise. There was no patient involvement.